Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. Bsc reference: (B)(4).

Event description:
It was reported to boston scientific corporation, that a hydrothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure. During the procedure, the system displayed a "fluid loss" alarm. The fluid loss resulted in a first degree burn to the patient's cervix. The physician treated the burn with silvadyne cream. The procedure was cancelled due to this event; however, the patient condition was reported as "fine".